Manufacturer narrative:
Following the investigation on the returned product that was performed on august 18, 2020 it was found that the device was not a zimmer biomet product as the customer had initially reported. As a result, the prior submissions MFR-0002023141-2020-00886 submitted on 6/05/2020 and MFR-0002023141-2020-00886-1 submitted on 7/10/2020 are no longer considered reportable events by the manufacturer and no further reports will be submitted for this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Implant date unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that abutment screw loosened from implant at tooth location 19. No reported injury to patient and nothing reported stuck in implant.

Manufacturer narrative:
One screw-replace friction-fit gold (mhlas) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files. Functional testing could not be performed due to the nature of the event and product (unreturned). No pre-existing conditions were noted. The reported devices were placed on tooth # 19 (universal) for an unknown period of time. Picture or x-ray images were not provided. Appropriate documentation was reviewed. DHR review could not be performed for the screw (mhlas) since the lot number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year-long complaint history review by item number (mhlas) was performed for similar events and no complaint about nonconforming products was identified. Based on the available information device malfunction and the reported event could not be verified. H3 other text : device not returned.

Event description:
No further event information available at the time of this report.